Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device interrogation in the emergency room due to an audible alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise, high and unstable thresholds, and high and varying impedance. An rv lead dislodgement is suspected. It was noted that at the time, the patient reported using a "muscle massager" on the back and chest near the device. Upon opening up the pocket for revision, the implantable cardioverter defibrillator (ICD)  and rv lead were manipulated, in which noise was noted on the programmer. The physician reported having difficulty unscrewing the setscrew. The physician was not able to get the old setscrew or a new setscrew to screw back into the device. The physician elected to explant and replace the ICD. The rv lead was inserted into the new ICD and noise was no longer evident. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.